Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, leak and air bubble in the reservoir . The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that insulin pump it went off. The customer reported that reservoir was leak. The customer reported that approximate size of air bubbles is 2 inches. The customer reported that air bubbles were not removed successfully. Customer states the contacts on the battery cap are not missing and also stated battery compartment was neither damaged nor corroded and screen was still blank. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due moisture damage on electronics and motor assembly.